Event description:
Pt had the essure procedure (B)(6) 2008. Six months post procedure, pt developed symptoms of rashes, pelvic pain, heavier periods and cramping. She had an extensive work up and nothing was found, she went to a dermatologist who confirmed a nickel allergy. On (B)(6) 2011, her physician performed a laparoscopic hysterectomy to remove the uterus, ovaries and tubes. At the time of surgery the physician found no obvious pelvic adhesive disease, endometriosis, erythema, and nothing on pathology. The decision to perform a hysterectomy was to see if this improved the pt's symptoms. At the pt's post operative visit (B)(6) 2011, her rashes lessened, however not completely resolved. Physician said she would see her in one month. Pt followed up with physician (B)(6) 2012 and her rashes have cleared and she has no abdominal pain. The physician believes the essure devices were the root cause of her pt's pain.

Manufacturer narrative:
(B)(4).